Event description:
Boston scientific received information that 'ndt' (for no dial tone) displayed on the patient's communicator. The communicator was returned to bsc for reliability analysis. A replacement communicator was sent. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was confirmed that an internal component of the communicator had melted due to electrical overstress. An external source was not mentioned. (There was no mention of a storm or power outage.) As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.